Event description:
A patient was treated with compound w freeze off and sustained a severe burn on their knee. The patient was taken to the emergency room the day of the application and seen by the family doctor at a later date. The customer's report did not include a description of the application method used and did not provide a detailed description of the severity of the injury.